Event description:
Product is being sent to hosps without a shelf life or expiration date listed on the package. Kit contains sterile water w/out expiration date. Co states product is useable unless tampered with.